Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe high blood glucose event after a change in diet. Symptoms included hyperglycemia. Outcomes included that the available information was insufficient to characterize impact. Investigation included communication and interviews with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings and no specific medical device problem or implicated device component due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.